Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# v925809, implanted: (B)(6) 2012, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported two to three days prior to report the patient had worked in his shop and leaned over two 12v boat batteries and had used an electric compressed nail gun and skill saw. The patient had an episode two days prior to report that was ¿very unusual¿. The patient had noticed he was not feeling well and when they checked the implantable neurostimulator (ins) it showed that it was off. Five minutes after they turned the ins back on the patient started to feel much better. The doctor had checked the patient¿s device on the day of report and the impedances were normal. Daily use showed the ins had been off part of saturday and most of sunday prior to report. No power on reset (por) or other errors were present upon interrogation. Two days prior to report the patient noticed that their programmer started to show only icons instead of text unexpectedly and they were unsure how to get the text back on the screen. The patient¿s ins was on and the therapy was working and the episode was resolved. They were able to put the programmer back into text mode.